Event description:
It was reported that the pump would not flow and was alarming occlusion. The cassette was hooked up to the patient with the first extension set, the pump would not infuse. A new extension set was attached, hooked back up to the patient, and the pump would still not infuse. All was disconnected and the patient was sent home and came back the next morning for a new cassette. There was patient involvement, and this event did not result in patient injury other than a delay in therapy with the patient not being able to be hooked up to his 5-fu pump on the day intended.

Manufacturer narrative:
H4: unknown manufacturing date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.